Event description:
It was reported that the pace/sense portion of the rv lead was capped and replaced by a pre-existing rv pace/sense lead due to 25 inappropriate shocks caused by noise. The high voltage portion of the lead remains in use. No further patient complications were reported as a result of this event. Additional information received indicates the lead has now been explanted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: distal conductor fractured; proximal segment returned. Other: it was reported that the pace/sense portion of the rv lead was capped and replaced by a pre-existing rv pace/sense lead due to 25 inappropriate shocks caused by noise. The high voltage portion of the lead remains in use. No further patient complications were reported as a result of this event. Additional information received indicates the lead has now been explanted. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed; visual examination: component/subassembly failure. Lead conductor device was out of specification in a manner that relates to event, interference shock, inappropriate.